Event description:
On (B)(6) 2008: 01:07 pm (cmcken), physician arrived in our office this am and stated he had a problem with a medtronic lead kit, with the epidural dissector when inserting a spinal cord stimulator. Physician stated that he believes the epidural dissector may have folded over causing compression on the spinal cord. Am (B)(4) patient has decreased movement on his right side. Per physician no obvious compression or blood clot seen.